Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4.

Event description:
The following was reported to hamilton medical ag: the anesthesia department's recovery room reported that a c1 ventilator was turned on and triggered an alarm, unable to work. Notify the engineer for maintenance and discover a malfunction in the equipment flow sensor. After replacement, it has been restored to normal. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the anesthesia department's recovery room reported that a c1 ventilator was turned on and triggered an alarm, unable to work. Notify the engineer for maintenance and discover a malfunction in the equipment flow sensor. After replacement, it has been restored to normal no patient involvement.